Event description:
Irn# (B)(4). Incident occurred in swiss: when the catheter was removed, the "internal metal piece" detached from the plastic catheter and remained inside the patient. The nursing staff finally pulled and removed the metal piece without any damage to the patient.

Manufacturer narrative:
Irn# (B)(4). Incident occurred in swiss: tested article batch combinations: 1560: MFR 2024-10-30, exp 2024-10-30. 1571: MFR 2025-01-29, exp 2030-01-28. 1577: MFR 2025-03-12, exp 2030-03-11. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.